Event description:
It was reported that during a procedure, the drill heated up and seized. The procedure was successfully completed with a back up with a delay of about 30 minutes. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the investigation details, corrosion was found in the motor and rotor. The device was repaired and returned to the account.